Event description:
It was reported that (1) mcm20 was used during a "cage" procedure. It was reported by the affiliate that the clips would not feed into the jaw properly. Opened another device to complete the case. There was no consequence to pt.